Manufacturer narrative:
Historical data analysis: (4109/102) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/102) the overall 24 month product complaint trend data for the period (mar 2019 through feb 2021) was reviewed. There were no triggers identified for the review period. Analysis of production: (3331/102) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure.

Event description:
It was reported that while sitting idle, the helium levels had been dropping on the helium gauge of the cardiosave intra-aortic balloon pump (iabp), about a half a tank in a few weeks. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate the reported issue. The stm began by checking all connections for leaks. Then, removed and re-secured the internal helium connections between the internal quick-connect and the check valve. The stm replaced the main system o-ring (d354-00-0208 o-ring,buna-n 1-008 n70). After replacement, the helium test passed with a value of -3 (-20 tolerance). Subsequently, the stm completed a full system test (functionality, calibration, and safety checks), all tests passed to factory specifications. The iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that while idle, the helium levels in the cardiosave intra-aortic balloon pump (iabp) had been dropping. There was no patient involvement, and no adverse event reported.